Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Operative notes were not provided; xrays were provided and reviewed by a health care professional. Xray review identified liner wear based on asymmetric positioning of the femoral head within the acetabular cup. Acetabular inclination angles cannot be accurately measured without a true ap pelvis film. However, visually, the acetabular cup appears to be vertical in position. Differential diagnosis does include fracture involving the greater trochanter. Possible osteolysis inferior to acetabulum and within the right greater trochanter. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the 411 group that a patient underwent a right hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason. The sales rep was inquiring about implant identification. Attempts have been made and no further information has been provided.